Manufacturer narrative:
Distributor examined pump and reported that the cartridge o-ring was found on the pnuematic tip. The o-ring was removed and a new cartridge was loaded to resolve the issue.

Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.